Event description:
In spring 2005 a patient was treated with piezoelectric lithotripter "piezolith 3000" due to a renal disease. During these treatments, the kidney was damaged involving such heavy blood loss that, it was necessary to remove the kidney.

Manufacturer narrative:
H6: on september 7, 2006 we received a letter from the law firm containing the following information: in spring 2005, a patient was treated with piezoelectric lithotripter "piezolith 3000" due to a renal disease. During these treatments the kidney was damaged involving such heavy blood loss that it was necessary to remove the kidney. Presently, the law firm representing the patient's legal interest is disputing with the treating physician whether the device was correctly used, especially whether it was used in accordance with the instructions by the manufacturer. The patient received three treatments of the same kidney within a period of 16 days, the first two at an interval of 2 days, the last treatment at an interval of 2 weeks. No more information is available. Under item 1. 5. 3. Our operating instructions amongst others include precautions on potential kidney trauma recommending not to perform any after treatment of the same kidney/spot until one month has expired. Under item 1.3 it is pointed out that it will be incumbent on the physician in charge to decide, based on the general state of the patient, whether the intended application can take place. Further information can be seen from the current technical literature.